Manufacturer narrative:
The customer calibrated the stat arc, probe as instructed, resolving the issue. The arc, probe was deemed the cause for the falsely elevated troponin result. The module function was verified with a control/precision run. A review of labeling concluded that the issue is sufficiently addressed. Trending review did not identify any trends. The service history of the archictect i2000sr, serial # (B)(6) verifies no subsequent issues have been reported related to falsely elevated troponin results after the current issue was identified. Based on the investigation, no deficiency was identified.

Event description:
The customer observed a false positive architect stat troponin-I result generated on the architect i2000sr instrument for one patient. The following data was provided: sid (B)(6) initial result 0.11 ng/ml, the provider questioned the result and requested a redraw two hours later. Results for the 2nd draw for sid (B)(6) were <0.01 ng/ml. The first sample drawn (sid (B)(6)) was repeated in duplicate and results were <0.01 ng/ml. No impact to patient management was reported.

Event description:
The customer observed a false positive architect stat troponin-I result generated on the architect i2000sr instrument for one patient. The following data was provided: sid y363725772 initial result 0.11 ng/ml, the provider questioned the result and requested a redraw two hours later. Results for the 2nd draw for sid y363727274 were <0.01 ng/ml. The first sample drawn (sid y363725772) was repeated in duplicate and results were <0.01 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.